Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2009; 6947, implantable defib lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed; no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.